Manufacturer narrative:
This is a report of use error in which the patient did not adequately tighten the supply line connections, resulting in a leak. This allowed air to enter the lines and was the cause of the reported alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of four. The patient was connected at the time of the alarm. The technical service representative had the patient close all clamps and cycle power on the homechoice. The patient reported that they had leaking from one of their bags and they just wiped up the leak and resume therapy. The connection on the supply line was loose. The incomplete connection was due to the patient not tightening the connection enough. The technical service representative explained the reason for the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.